Manufacturer narrative:
H3 product analysis :evaluation determined that the ball tip of dissecting tool is fractured/ broken off at the distal end of stem of tool. The likely cause of the failure was identified as excessive lateral force on the tip of the tool when it was being used, or incorrect use of it possibly being used in a pushing or prying motion which is not recommended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during spinal surgery tool was broken. No patient impact reported and there was no procedure delay. There was no intervention performed due to the event and the procedure was completed with the use of backup product. On follow-up it was reported that there were no patient or staff impact.